Manufacturer narrative:
Batch review performed on 11 november 2019. Lot 161928: 30 items manufactured and released on 20-jun-2016. Expiration date: 2021-06-09. No anomalies found related to the problem. To date, 30 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Hip revision surgery performed 3 years after cementless total hip arthroplasty in a young (51 year old) woman. Radiographic images provided show the presence of radiolucent lines in proxiaml femoral gruen zones and the stem looks slightly under sized. The reason of this choice is unknown: bone morphology or patient anatomy may be one reason but this cannot be confirmed not having preoperative images. Aseptic loosening is a possible, literature described adverse event after cementless total hip arthroplasty and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed, 3 years after primary surgery, due to stem loosening. During the revision surgery, the surgeon reported that the reason for the revision surgery is under sizing of the stem and varus implantation of the amistem. Stem, head and inlay have been revised.